Event description:
Boston scientific received information on a patient verification form from a family member in (B)(6) 2011 that this patient had died in (B)(6) 2010. A hand-written note was included under the change section that the family was notified by the attending physician that the "pacemaker had stopped". Boston scientific received information from the local representative that this patient had not been seen by the clinic after the device had been implanted.

Manufacturer narrative:
Because the attending physician could not be identified, additional information concerning this adverse event could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.